Event description:
It was reported that the patient underwent a tlif at l5-s1 using mini-invasive spinal procedure. The follow-up visit images showed the right l5 screw head detachment from the screw shaft. The rods and the set screw are still in place. No revision surgery is reported at this time.

Manufacturer narrative:
(B)(4). Lot # is unknown. Device remains implanted. Rod and set screws, implant date (B)(6)2010. Manufacture date is unknown. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.

Manufacturer narrative:
The screw was returned for evaluation. Product analysis #(B)(4): visual inspection confirms the bone screw disassembled from t he head. The ring and crown were still assembled in the head. A portion of the ring has been sheared off, with the remaining portion of ring still seated in the groove of the head. Bone screw head diameter within print specification. The retaining ring is fully seated, but has been partially sheared off. A portion of the ring is split and bent out of the ring groove. Shorn of portion of retaining ring occurred within the retaining ring spacing gap, which would reduce force required for ring failure. Witness marks on the bone screw head suggest mas heads was angulated to ~12 deg. Fracture surface examination suggests retaining ring shearing as the mechanism of failure. Heavy witness marks on both the crown and mating portion of the bone screw head suggest application may have exceeded design limits of implant. A review of the device history records did not identify any applicable nonconformance to specification.